Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the pacemaker and the atrial lead exhibited far-r over sensing with mode switch episodes. No intervention or procedure was performed. The patient had no consequences.